Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the assignable cause was determined to be a tubing leak. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in dwell cycle 3 of 4. Gts had the patient cycle power to clear the error and end therapy. Gts then had the patient check the lines and bags and found no source of a leak. Gts also had the patient disconnect using aseptic technique. The patient elected to complete therapy with manual supplies. Product surveillance contacted the patient who explained the issue was resolved but the cause was unknown until the next morning. The patient's husband noticed a small pinhole around the area where the tubing lines were joined together before connecting to the cassette. The patient explained that her dialysis nurse was notified and that she was able to continue therapy without any issues. The patient stated she will have her husband check the box where they discard the supplies and see if the sample was still available, and also check for the lot information. Product surveillance again made contact with the patient who explained the sample was discarded. No injury or medical intervention was reported.